Event description:
Injuries: severe emotional distress, inability to engage in normal activities, chest pain & tightness, dyspnea, facial, chest & arm rashes. Nasal inflammation, fatigue, choking, great despair, loss of enjoyment, loss of earnings, and loss of earning capacity. All info from pending lawsuit. No previous complaint.